Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the day before, the insulin pump alarmed no delivery during bolus and her blood glucose went from over 300 mg/dl to 409 mg/dl. She treated with and insulin pen changed the set and called the doctor and was told to take another bolus causing her blood glucose to go low to 42 mg/dl. Customer's blood glucose the day of the call was 378 mg/dl. Customer was trying to bolus but received a no delivery alarm again. Customer stated she does not put air in the reservoir and prior to filling it with reservoir and mentioned the cannula was slightly bent. Customer was advised about the proper reservoir filling process. The infusion set and reservoir would be replaced but product would not be returned for analysis.